Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for supraventricular tachycardia (svt) with ventricular tachycardia (vt). All available therapy was delivered. The plan was to reprogram the device. No adverse patient effects were reported. The device remains in service.